Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, 80-90% stenosed, proximal right coronary artery. The patient was brought to hospital with severe chest pain. Using a direct stenting radial approach the 3.0x23 mm xience v stent was deployed in the target lesion. Post-dilatation was performed using a 3.0x12 nc balloon catheter. Angiography revealed a dissection at the proximal end of the stent. A 3.5x15 mm xience v was deployed to treat the dissection. The patient is stable now. There was no reported clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.